Manufacturer narrative:
Additional information: d5, g4, h5, h11. The product was not returned. Based on the current information, no further action is needed at this time. We regularly analyze complaint data to assess whether further investigation is necessary. If additional information becomes available, the investigation will be updated accordingly. The manufacturing number is (B)(4).

Manufacturer narrative:
An investigation could not be performed as the device is not returned. Based on the limited information provided, the reported product complaint could not be confirmed. A device history review has been inserted into the file. This review indicates that there were no quality concerns associated with the manufacturing process. Based on the information available, no further action is required at this time.

Event description:
"Wcq received an e-mail from the ethicon risk manager team stating the following: it was reported that patient underwent hernia repair surgery on (B)(6) 2007 and gynecare tvt was implanted. It was reported that patient experienced stress urinary incontinence and difficulty in urinating. No additional information was reported."